Event description:
It was reported by the representative that (1) al236 was used during an "evh" procedure. It was reported that the physician's assistant tried to use the device and it would not fire. The case was completed with another device and with no pt consequence.